Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that left ventricular lead exhibited loss to capture. It was noted that the lead had dislodged. During the lead revision procedure, the physician had difficulty re-positioning the lead. The lead was then explanted and replaced. There were no patient consequences.